Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with an 800cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was confirmed xxx. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.